Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-34us, serial/lot #:(B)(4), ubd: 01-jan-2022, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve ,the valve was in the proper position of 2 millimeters (mm) and was deployed at that depth, however the second tab on the delivery catheter system (dcs) was not visualized when released from the paddle receiver. The dcs was inadvertently pulled instead of pushed and rotated causing the valve to dislodged. The valve was snared and repositioned into the ascending aorta. A second transcatheter bioprosthetic valve was implanted at a depth of 2mm. No additional adverse patient effects were reported.